Event description:
It was reported that the guidewire tip detached and was unretrieved, requiring additional intervention. The patient presented with a chronic total occlusion (cto) of the circumflex artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 190cm straight tip pouch hornet 14 guidewire was selected for use. However, during the procedure, the wire tip became stuck in the calcified lesion and with further manipulation, the tip of the wire broke off and remained in the patient. The rest of the wire was removed successfully. The decision was made to not retrieve the detached guidewire to prevent further injury. The intended stent was placed and additionally stabilized the wire tip fragment to the vessel wall with stent placement. The procedure was completed and the patient was fully recovered.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that the guidewire tip detached and was unretrieved, requiring additional intervention. The patient presented with a chronic total occlusion (cto) of the circumflex artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 190cm straight tip pouch hornet 14 guidewire was selected for use. However, during the procedure, the wire tip became stuck in the calcified lesion and with further manipulation, the tip of the wire broke off and remained in the patient. The rest of the wire was removed successfully. The decision was made to not retrieve the detached guidewire to prevent further injury. The intended stent was placed and additionally stabilized the wire tip fragment to the vessel wall with stent placement. The procedure was completed and the patient was fully recovered.